Event description:
Pt revised to address pain and instability found medial bearing fractured and polyethylene wear.

Manufacturer narrative:
Eval was not possible, as the prods were not returned. Prod info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about reported polyethylene wear; however, the initial reporting indicated the length of time implanted (22 yrs) was the root cause. Based on the investigation findings, the need for corrective action is not indicated. In addition, the prod codes are discontinued items. Depuy considers the investigation closed at this time. Should the prods and/or add'l info be rec'd, the investigation will be re-opened.